Manufacturer narrative:
Per the tandem user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Customer's blood glucose was 162 mg/dl.